Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed but the noise was unable to be reproduced. Insulation damage was suspected but it was not confirmed. A revision procedure was performed. Diagnostic imaging was performed during the revision procedure but no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.